Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 30-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a (B)(6) year-old female patient who had essure (batch no. C40054, c64468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue"), irritability ("irritability"), gait disturbance ("difficulty getting around") and weight increased ("weight gain"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, irritability, gait disturbance and weight increased outcome was unknown. The reporter considered back pain, fatigue, gait disturbance, irritability and weight increased to be related to essure. The reporter commented: major intake of pain-killers and disability leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 325 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot numbers and exp/MFR dates batch no c40054 : production date 2014-03-26 expiration date 2017-03-31. Batch no c64468 : production date 2014-06-09 expiration date 2017-06-30. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a (B)(6) female patient who had essure (batch no. C40054, c64468) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue"), irritability ("irritability"), gait disturbance ("difficulty getting around") and weight increased ("weight gain"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, irritability, gait disturbance and weight increased outcome was unknown. The reporter considered back pain, fatigue, gait disturbance, irritability and weight increased to be related to essure. The reporter commented: major intake of pain-killers and disability leave. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 288 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.